Manufacturer narrative:
A physio-control service representative evaluated the customer's device and verified the reported issue. It was observed that one pin of the 30-pin header in the system pcb/therapy pcb connector was not seated correctly. After reseating the 30-pin header, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device have logged event code and was unable to deliver therapy. There was no patient involved in the reported event.